Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Note: this complaint was entered while reviewing additional information of complaint (B)(4). DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: implant migration. No lot trigger: no similar investigated events for the same lot numbers 2855618 (proximal) and 2846281 (distal) have been found. Review of event description: the patient underwent an aseptic htep revision on the right side due to implant sintering and severe pain on (B)(6) 2017. Review of received data: medical documents and information relevant to this case were translated and is summarized below. Overall patient anamnesis: dysfunction of dorsiflexion right. Primary implantation htep right 1997. 3 times spacer implantation. Two-stage revision of septic htep right 2011. Right hip pain since beginning of (B)(6) 2016. Aseptic htep revision right due to revitan pin fracture on (B)(6) 2016 (treated in (B)(4). Aseptic htep revision right due to implant sintering and severe pain on (B)(6) 2017 (treated in this complaint)6 surgical treatment due to wound healing disorder performed on (B)(6) 2017 post htep revision performed on (B)(6) 2017; mre screening pending (treated in (B)(4). Comorbidities: diabetes mellitus type ii, arterial hypertension, indication for coxa saltans right. Patient data: born (B)(6) 1955, 187 cm, 112 kg, nonsmoker since 13 years surgical report*, (B)(6) 2016: *note: document scanning is inaccurate; the right edge is cut off. Diagnosis: fracture of cementless revitan revision prosthesis right hip. Therapy: transfemoral revision of prosthesis right hip to a revitan revision stem fa. Zimmer (distal curved revitan 22 x 140 mm, p 105 mm, merete adapter 2xl and ceramic bioball head diameter 32 mm). Implants: bioball cone adapter 12/14 2xl, ref: hm30125, lot: ms1000322. Revitan proximal stem cylindrical 105, ref: 01.00402.105, lot: 2855618 e16. Revitan cementless distal stem curved 22/140, ref: 01.00406.122, lot: 2846281 d16. Bioball ceramic head 32, ref: hm20132, lot: 7011057663/07. Description of procedure: [...] The fractured revitan parts are removed separately from the femoral canal. [...] Reaming of the distal part of the femoral canal with flexible reamers with increasing size until size 19 mm. [...] Reaming of the femoral canal until revitan reamer size 22 x 140 mm. The reamer shows a firm seat in the bone. Removal of the rasp and insertion of the original distal curved revitan stem size 22 x 140 mm. The original stem shows a firm seat within the bone. [...] Mounting of a 105 mm trial component [...] And mounting of a long trial head. Trial reposition. An axial pump-phenomenon can be seen with a dorsal luxation tendency. Exchange of the trial head and again trial reposition of the prosthesis. Increased risk of luxation tendency cannot be seen [...] However still an increased risk for an axial pump phenomenon. [...] Removal of the proximal trial component. Mounting of the original p 105 mm with an anterversion of 15° on the distal part of the revitan stem. Fixation of the conical connection with the torque screwdriver. Securing of the conical connection with the locking nut. Mounting of the merete adapter 2 xl and the bioball ceramic head 32 mm. The final reduction shows no ventral dislocation tendency, dorsal dislocation from 90° flexion, 20° adduction and 50° internal rotation and no axial pumping phenomenon. The femoral flap is repositioned and firmly fixed with two double cerclages. Discharge summary*, date of report (B)(6) 2016: note: document scanning is inaccurate; the right edge is cut off. Stationary from (B)(6) 2016 to (B)(6) 2016. Overall complication-free course. Unremarkable wound. After removal of the suture temporary temperature increase in the patient with increasing inflammatory parameters until (B)(6) 2016, which is why on (B)(6) 2016 a puncture of the hip joint was performed. The puncture was sent in for bacteriological examination. Correctly fitting implant in the x-ray control on (B)(6) 2016, inclination angle of the cup below 50°. Outpatient consultation report, date of visit (B)(6) 2017 (date of report (B)(6) 2017): note: document scanning is inaccurate; the right edge is cut off. Diagnosis: sintering of revitan stem following htep revision right therapy: clinical evaluation, x-ray control, blood sample, hip puncture right procedure: due to sintering of the revitan stem right and pain in the area of the stem's tip indication for revitan revision. As already the longest proximal stem component is mounted, the revitan stem (proximal and distal) must be changed to a diameter of one size bigger. Anamnesis: patient underwent an aseptic transfemoral stem revision on the right around half a year ago. Patient walks since 3 months without crutches, but is experiencing load-dependent pain in the area at half height of the femur and all the way to the hip. X-ray control: if compared to the x-rays from the preliminary examination no further stem sintering. Possible that the stem neck rests on the calcar of the femur, which prevents further sintering. Discharge summary, date of report (B)(6) 2017: in-patient from (B)(6) 2017 to (B)(6) 2017. Surgery on (B)(6) 2017. Therapy: revision right hip, transfemoral, removal of revitan tep using ems chisel, bacteriology. Revision to revitan stem. Course of events: overall complication-free course. Primary wound healing. Unremarkable wound. Pdms intact. Along the course prolonged secretion draining from the wound. This could be reduced with an eosinrot treatment. Bacteriology: at the time of discharge all drawn bacteriological samples were sterile. Histology: no morphological correlate of infection. X-rays, undated (reported to be from (B)(6) 2016): right hip ap-view on standing: the center of the femoral head is slightly below the trochanter tip. No signs of implant failure. The connection point of the modular stem lies clearly in the lower metaphyseal area of the femur. Undamaged cerclage wires visible above and below of the connection point. Distally another cerclage wire below the osteotomy laterally without signs of bone healing. In the area of the calcar, a narrow zone without direct bone contact of the stem is recognizable. Right hip lauenstein-view: due to the projection, the osteotomy is no longer visible. In this second view, the lack of short bony support of the stem in the area of the calcar is not detectable. X-ray summary: it is reported that in a male patient aged 42 years in 1997 a primary implantation htep right was performed, following 3 times spacer implantation, two-stage revision of septic htep right 2011 right hip pain since beginning of (B)(6) 2016, an aseptic htep revision right due to revitan pin fracture on (B)(6) 2016 and an aseptic htep revision right due to implant sintering and severe pain on (B)(6) 2017. At the time of the event description, a bmi of 32 [kg/m2] is mentioned. On the present x-ray of the right hip joint in two view, a slight lowering of the head center can be seen in relation to the trochanter tip. The osteotomy is clearly visible distally without evidence of bony healing. There are three double cerlcages recognizable in the area of the stem. X-ray conclusion: on the basis of the present x-rays 18 weeks after implantation on (B)(6) 2016 contrary to the recommendation in the corresponding surgical technique, a slight lowering of the head center can be recognized. However, based on the available documentation, it cannot be assessed whether the lowering of the head center has developed during the first 18 weeks after implantation or was already present directly after surgery. Comparative radiological examinations after primary implantation are not available. Whether sintering of the stem occurs in the further course cannot be assessed medically on the basis of the available documents. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was not approved by zimmer biomet, as zimmer biomet products were combined with the merete bioball® system (bioball adapter and bioball head). The quality records of the reported proximal and distal revitan component show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Surgical technique: einsetzen der distalen implantatkomponente, p.34: "als faustregel gilt, dass das kopfzentrum in der höhe der trochanterspitze liegen sollte." The center of the head should lie at the level of the trochanter tip. Conclusion summary: the patient underwent an aseptic htep revision on the right side due to implant sintering and severe pain on (B)(6) 2017. According to the outpatient consultation report (date of visit (B)(6) 2017, date of report (B)(6) 2017) sintering of the revitan stem following htep revision performed on (B)(6) 2016 was diagnosed. Indication for a revision was given. The included x-ray analysis reports that no further stem sintering was found if compared to the preliminary examination. The discharge report (dated (B)(6) 2017) documents the occurrence of the revision surgery performed on (B)(6) 2017. However, no further information about the revision (such as surgical report) is given. The applicable surgical technique released at the time of implantation (B)(6) 2016) suggests the placement of the femoral head center on the level of the trochanter tip. On the basis of the present x-rays 18 weeks after implantation (06 oct 2016) on (B)(6) 2016 contrary to the recommendation of the corresponding surgical technique, a slight lowering of the head center can be recognized. However, based on the available documentation, it cannot be assessed whether the lowering of the head center has developed during the first 18 weeks after implantation or was already present directly after surgery. Comparative radiological examinations after primary implantation (B)(6) 2016) are not available. Whether sintering of the stem occurs in the further course cannot be assessed medically on the basis of the available documents. The compatibility check was performed and showed that the product combination implanted during implantation (B)(6) 2016) was not approved by zimmer biomet, as zimmer biomet products were combined with the merete bioball® system (bioball adapter and bioball head). Therefore, the implanted combination of products is an off-label use. The quality records of the reported proximal and distal component show that all specified characteristics have met the specifications valid at the time of production. Therefore, the document based investigation results of the reported zimmer biomet products (revitan proximal and revitan distal) did not identify a non-conformance or a complaint out of box (coob). In conclusion, based on the outpatient report (dated (B)(6) 2017) and the discharge report (dated (B)(6) 2017) the reported stem sintering can be confirmed. However, insufficient medical documentation is present to assess a potential change of implant position during the time in-vivo, from the implantation (B)(6) 2016) to the revision (B)(6) 2017). Further, the combination of zimmer biomet products with the merete system is not approved by zimmer biomet and therefore classified as an off-label use. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0100406122, item name revitan, distal part, curved, uncemented, 22/140, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Lot number unknown.

Event description:
It was reported that patient underwent a revision surgery due to migration of the implant.